Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 12:303 was confirmed. Failure code 12:303 is a result of the communications packet not fully transmitting with one second of transmission initiation.

Event description:
Customer reported a failure code 12:303. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occured during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.